Manufacturer narrative:
The cause for the quality control result being out of range (low) is unknown, however this event identifies an intended use error as the patient's result was reported. The customer performed repeat testing on the patient's original sample that was previously frozen, thawed and kept in the refrigerator for approximately two days. The low result of 18.78 u/ml from the initially thawed sample may have been attributed to sample preparation. The customer repeated two other patient samples run the same day, and the ca 19-9 results were in agreement. A corrective report was not issued by the customer. The physician did not question the reported result. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states in the performing quality control and taking corrective action section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The IFU states in the specimen collection and handling section: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 8 hours. Tightly cap and refrigerate specimens at 2-8°c if the assay is not completed within 8 hours. Freeze samples at or below -20°c if the sample is not assayed within 48 hours. Freeze samples only once and mix thoroughly after thawing. The purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs." The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer's quality control (qc) result for the advia centaur xp ca 19-9 was out of range (low), however the patient's ca 19-9 result was reported to the physician with a remark that qc was out of range. The customer performed repeat testing with a new ca 19-9 reagent lot and updated qc target ranges and the qc results were within acceptable limits. The patient's original sample that was frozen and thawed, was repeated on the new reagent lot and a lower ca 19-9 result was obtained. Additional testing was performed on the thawed and refrigerated sample with the new and original reagent lots. The ca19-9 results were lower than the reported result, however all were higher compared to the initially thawed test result. A corrective report was not issued by the customer as the reported result to the physician was remarked that qc was not in range. The physician did not question the reported result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant ca 19-9 result.